Event description:
Customer reported that the insulin pump was damaged but that the infusion set and reservoir did not show any signs of damage. The blood glucose reading was 201 mg/dl. He reported deep scratches in the display screen. He stated that the damage occurred due to normal wear and tear. Nothing further was reported.